Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No motor error alarm. The motor passed the motor test. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error twice during the basal process. The first error alarmed 3 weeks ago and then the second came a few days ago. The blood glucose reading at the time of the call was 175 mg/dl. No significant events leading to the alarm were observed. The customer stated that he could rewind the insulin pump. Advised discontinuation of the insulin pump, retrieval of the device settings and replacement of the device. Nothing further reported.